Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: the black box showed that the pump was manually suspended and deliveries never resumed. The pump history showed a temp basal program being run from (B)(6) 2017 to (B)(6) 2017. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. No delivery defects were found during delivery accuracy testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) less than 40 mg/dl associated with an inaccurate delivery issue. No further details were provided and troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an unspecified delivery issue.